Event description:
It was reported that the scale was not accurate due to load cell malfunction.

Event description:
It was reported that the scale was not accurate.

Manufacturer narrative:
Follow-up submitted with investigation results which determined the scale was inaccurate due to faulty load cells.